Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, when the device was bowed, the cutting wire broke from the tip of the device. Reportedly, no part of the device detached inside the patient. The procedure was completed with a second dreamtome rx 44, using the same generator and active cord. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, when the device was bowed, the cutting wire broke from the tip of the device. Reportedly, no part of the device detached inside the patient. The procedure was completed with a second dreamtome rx 44, using the same generator and active cord. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(Date of event): the exact date of the event is unknown. The provided event date 01feb2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (Device codes): the problem code 1069 captures the reportable event of cutting wire broken. Visual examination of the returned device revealed that the working length was damaged. In addition, the distal pierced hole (tome's extrusion) was found torn. Therefore, these conditions caused the wire anchor to be dislodged from the extrusion but the cutting wire was not observed broken. Additionally, the device has the tip split/torn. It was found during the investigation of the returned device that the cutting wire anchor slipped out causing the catheter to tear. Based on above information, there is no evidence of a manufacturing issue related. This type of damage is associated with a known design limitation of the device generated by mechanical tear when the cutting wire/anchor is tearing through distal pierce hole and continuing down through the ptfe catheter. Therefore, the most probable cause for this complaint will be assigned as design inadequate for purpose, since the problems traced to design/design features of the device that do not support or interfere with the intended purpose of the device. There is an open investigation to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.